Event description:
It was reported that the patient fell smashing their head on the cement and received lots of cuts and abrasions on the face which left scars. The patient reported needing a mouth splint and having a concussion. The patient questioned if the fall may have been related to the device. Follow up was attempted, but no additional information was obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
Due to a pending relocation, the patient requested the device be electively replaced prior to reaching elective replacement indicator.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3708240 neuro extension (B)(6) 2011; 37712 pain stim implantable pulse generator (B)(6) 2011; 3888-56 pain stim leads x2 (B)(6) 2011. (B)(4).